Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07269. It was reported the patient could no longer receive effective stimulation and has been experiencing sharp pain when stimulation is on. An impedance check showed low impedances. Programming was attempted but could not provide resolution. X-rays may be undertaken.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07269. Follow-up revealed the patient's lead was repositioned on (B)(6) 2015. The issue was resolved by surgical intervention.

Event description:
Device 1 of 2 reference MFR report #: 1627487-2015-07269 follow-up revealed the patient will undergo surgical intervention to address the lead.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.